Manufacturer narrative:
The mean ages for patients was 62.5 +/- 18.3. Of the 30 patients, 14 were male and 26 were female. The specific upns and lot numbers were not reported; therefore, the manufacture dates and expiration dates are unknown. Journal article: kedia, prashant, et al. "Endoscopic gallbladder drainage compared with percutaneous drainage" american society for gastrointestinal endoscopy newyork 2015; 0016-5107. Doi https://doi.org/10.1016/j.gie.2015.03.1912 the devices have not been received for analysis; therefore failure analysis of the complaint devices could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of multiple events through the article ¿endoscopic gallbladder drainage compared with percutaneous drainage¿ written by prashant kedia, et al. According to the literature, the aim of this study was to retrospectively evaluate the short and long term effects of percutaneous gallbladder drainage (pgbd) and endoscopic gallbladder drainage (egbd) of cases between july 2011 and november 2013. The study included 1355 patients with a diagnosis of cholecystitis; 73 of which were unfit for surgery and therefore underwent gallbladder drainage. Among patients who underwent drainage of symptomatic cholecystitis, 30 (41.4%) were treated with egbd (24 transpapillary, 6 transmural). Endoscopic sphincterotomy was performed in all transpapillary stent placements using either an autotome rx sphincterotome or another manufacturer¿s device. Of the 30 patients, 2 patients experienced sphincterotomy related bleeding requiring repeat intervention. The article did not provide any further information regarding these patients. If any additional information is received, a supplemental report will be filed.